Event description:
It was reported that there was a loss of therapeutic effect. The patient was not able to void completely and the symptoms seemed to be getting worse the week prior to the date of this report. The patient was given a catheter and one liter of fluid came out of the bladder. The prior week the patient was at the emergency room (ER) and 1600 mg or ml came out of the bladder. It was indicated the doctor had the catheter in the patient for three days and ¿rapid flow¿ was used. It was working, but they ran out of ¿rapid flow.¿ the patient had not been able to go to the bathroom much on the date of this report. If the symptoms became worse the patient was to return to the ER to void with a catheter. The patient had fallen but there were no injuries as a result of the fall. The patient f elt stimulation ¿maybe¿ one time per day and did not feel stimulation all the time. The therapy had worked for ¿awhile¿ but had to go ¿back and forth¿ with therapy adjustments. None of the programs available to the patient helped them void completely. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va02kvq, implanted: (B)(6) 2012, product type lead. (B)(4).